Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken port, the output connector assembly was broken and was therefore replaced. Analysis also noted that the display wire insulation was pinched though the insulation was not compromised, the main seal was also pinched and the unit was in need of the updated battery shorting bar. All identified issues were resolved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator was being returned in accordance with instructions affiliated with the corrective field action and it was further reported that its ventricular port was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.